Manufacturer narrative:
Investigation summary bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the vacuum blood collection tube had insufficient negative pressure and could not draw blood. No patient impact.